Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore excluder aaa endoprostheses. After deployment of the contralateral leg endoprosthesis (plc161400) the delivery catheter was retracted into the sheath. It was stated that during that procedure the delivery catheter broke, but was successfully retrieved from the patient. The patient tolerated the procedure.

Manufacturer narrative:
The device has been returned to gore for evaluation. The investigation showed the following: the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After deployment of the contralateral leg endoprosthesis (plc161400) the delivery catheter was retracted into the sheath. It was stated that at that time of the procedure the delivery catheter broke due to unknown reasons. The broken leading end was successfully retrieved from the patient. It was mentioned that the patient had no tortuous anatomy and no high force was used to retract the device. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).